Event description:
Device malfunction: device #1 sutures unraveled. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the proglide device was deployed, but upon removal, it was noted that the sutures were unraveled. A second proglide was used with the same results. A third proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Device #2, proglide part # 12673-03, lot# 68154-6h, is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.